Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. One unused loose size 16x10, 2 way standard sec foley catheter of opaque quality was returned for evaluation. Product was fitted with bespak valve, orange preprinted shrink sleeve carrying information as per specification and was accompanied with an opened preprinted blister pack and a syringe barrel containing 9 milliliters of fluid. The product was closely examined and no signs of visual defects could be observed. Evidence of water was observed inside the balloon. Balloon could be easily inflated with 20cc of air via a luer tip syringe inserted into the valve. Tip deflection and ratio of balloon symmetry were measured. Tip deflection is 20 degrees celsius whilst ratio of balloon symmetry is 1:1 3/4 and both were considered acceptable as per our inspection criteria. Review of the inspection batch record revealed 0.6% of lop-sided balloons were detected during the 100% inspection, which did not meet inspection criteria for tip deflection and ratio of asymmetry. The defective goods were rejected and discarded. No previous investigations are available. No discrepancies were found upon the batch record review. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted.

Event description:
It was reported that at the inspection of the device prior to use, the balloon had an asymmetrical shape during inflation. The device was not used on a patient.